Event description:
It was reported that the patient was unable to charge and lost stimulation four days prior to this report. It was noted that the patient had been traveling and had no issues recharging for two weeks. The patient¿s recharger displayed a 376 error code. A physician mode recharge was done with no results. It was noted that a clinician programmer was able to successfully communicate with the patient's implantable neurostimulator (ins). It was later reported that the patient had experienced an absence of left leg stimulation paresthesia. It was noted that the patient's recharger and antenna were to be replaced on (B)(6) 2013. It was later reported that the patient had been recharging the device every night, but on the fifth night of her vacation when she attempted to recharge, she experienced a sudden loss of stimulation and an error code prompting her to contact her physician was displayed. The patient experienced a loss of therapeutic effect and less than 50% therapy relief in her low back. The reporter stated that initially he was unable to interrogate the ins using the clinician programmer, patient programmer or the recharger. A power on reset (por) was initiated and the clinician programmer and patient programmer were then able to interrogate the ins. It was suggested that the patient's recharging unit be replaced.

Event description:
Additional information received reported the patient outcome as resolved without sequelae. Additional information received reported that everything was now working fine, the patient was having no issues with the recharger, and there was no need for a replacement.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger, product ID 3487a-56, lot# v119703, implanted: (B)(6) 2008. Product type lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension, product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).